Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as a 20-21mm aortic neck diameter; left iliac artery diameter of 12mm; right iliac artery diameter of 8mm; moderate tortuosity in the iliac arteries. It was reported that a type IV endoleak was confirmed during the evar. Subsequent angiography results showed that the endoleak was resolved. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (cause of event is unknown). Evaluation, conclusion: (B)(4) (cause of event is unknown).